Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed distal occlusion test (too high) which was not reproduced. The device underwent downstream detection testing and passed. Evaluation found the force sensor to be out of specifications. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream distal occlusion test (too high). There was no patient involvement. No additional information is available.